Event description:
On (B)(6) 2022 during surgery to insert two cages into l5/s by transforaminal lumbar interbody fusion, the first cage was inserted without problems, and while inserting the second cage, the spinal cage broke through the all (anterior longitudinal ligament). The surgeon attempted to pull it back with an inserter that resulted in the spinal cage completely pushing out anteriorly. The surgery was terminated with one cage placed and fixation with screws. The spinal cage that broke through the all and came out anteriorly will be removed later. No revision currently scheduled.

Manufacturer narrative:
No device was returned as no malfunction was alleged. No radiographs were provided therefore the complaint cannot be confirmed. Review of the reported event identified malplacement by the surgeon and in attempt to correct the malpositioning the anterior longitudinal ligament was lacerated and the implant was pushed into the abdominal cavity confirmed the root cause as an inadvertent surgical error. No additional required. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves. Potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury. Warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Care should be taken to ensure that all components are ideally fixated prior to closure. Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient.